Manufacturer narrative:
A ge representative evaluated the system and replaced a connector on the interconnect cable and replaced the right monitor. The system operates as intended.

Event description:
The customer reported, the system does not boot up. No patient injury was reported.